Event description:
The customer reported that the system would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue was due to operator error. The customer was instructed on proper system shut down. The system was operating as intended.